Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement ¿ establishing final arm angle in this incident could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. It was reported that a mitraclip procedure was performed on (B)(6) 2021 for mitral regurgitation (mr) grade 3. The mitraclip ntw advanced without reported issues. While establishing final arm angle, three attempts were made, however, the clip opened while locked on all three attempts. As the lock line had already been removed, the clip was unable to be inverted for removal; therefore, the clip was implanted at the intended area, stable and well seated. For additional stabilization, an mitraclip xt was implanted without further issues reported. The mr had been reduced to grade 1. There was no clinically significant delay and no adverse patient sequala reported. No additional information was provided regarding this issue.